Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and ok keypad buttons are intermittently responsive, and the up arrow keypad button is completely unresponsive. There was evidence of keypad contamination found under all key contacts. The contrast and up arrow key contacts are misaligned.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that for the past week the up arrow keypad button was intermittently unresponsive. The reporter noted that the keypad button symbols were worn. The reporter denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.